Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture with residue/debris on the lens in a microcentrifuge vial. Visual inspection found the haptic and optic torn. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/4.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H6: off-label acd<3.0. Claim#: (B)(4).